Event description:
On (B)(6) 2026, the patient underwent a pulsed field ablation (pfa) procedure. Hemostasis was achieved using one vascade mvp and two vascade mvp xl vascular closure devices. A single new short sheath was used with the vascade devices, and standard infection control measures, including site disinfection and glove changes, were performed prior to vascular closure. No patient complications were reported during the initial procedure. On (B)(6) 2026, the patient was hospitalized due to an infection at the vascular access site, characterized by redness and increased warmth. The patient underwent drainage procedures twice by the plastic surgery. The patient was subsequently discharged from the hospital and remained under follow-up observation.

Manufacturer narrative:
The vascade mvp xl device will not be returned for evaluation. No serial number was provided. As a result, the device's manufacturing records cannot be reviewed. It was reported that there were no issues with the vascade usage method observed during the procedure. No disinfection or glove change was perform prior to hemostasis. An access-site infection is a known, though rare, complication of vascular access procedures. While a device contribution cannot be excluded, multiple potential contributing factors may have played a role, including sheath size, procedural complexity, and patient- or multiple-access-related factors.